Manufacturer narrative:
(B)(4). The device history record of batch number 74g2000344 and 74m1900010 have been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No nonconformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled and inspected according to our specifications. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
We have had an issue in theatre with the disposable aortic punch. On the (B)(6) 2021 the item malfunctioned by getting stuck then not deploying. Clinical consequences: the lot number is 74g2000344, we have removed all of this lot number off our shelves just in case it's a batch problem. The sales representative confirmed that the sample has been disposed of.